Manufacturer narrative:
Per report, "the blood pressure monitor is giving inaccurate readings. The readings are so high and the cuff just keeps squeezing. Customer would just like to return it. Customer also reported "taking blood pressure on pediatric patients 12 and up to 22. Device would error on the younger end of patients. On the young adults,cuff would compress up to 250-300 and then give a bp reading of either/both systolic and diastolic over 200." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "the blood pressure monitor is giving inaccurate readings. The readings are so high and the cuff just keeps squeezing. Customer would just like to return it."